Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has difficultly charging the ipg. The patient has to press deeply on the paddle in order to charge the ipg. The patient charged for over 2 hours but still was not able to get enough charge to use the system. The patient has not used or charged the system in a while and is in stim off mode (estimated event date set: (B)(6) 2014). Patient also stated of having falls and a car accident. The stimulation is off, as a result stimulation efficacy cannot be confirmed. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model ipg.